Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance when attempting to fill the cartridge with insulin. The customer removed the syringe from the cartridge, and still experienced resistance when attempting to expel insulin from the syringe. Customer changed the syringe needle and was able to successfully load insulin into the cartridge. There was no reported impact to customer's blood glucose level.